Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not lock onto a cutter device causing the device not to rotate due to a damaged lock cylinder, pawl release, j latch, and pawls. It was also observed that the device was power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hose on the motor device was not turning the drill bit device even though the hose was blowing air. During in-house engineering evaluation, it was observed that the device was powerbroken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.